Event description:
An ophthalmic surgeon reported that air leaked from the probe during a vitreoretinal procedure. The problem was resolved after replacing the probe with another one and the surgery was then completed with no consequence to the patient. Additional information and product sample were requested.

Manufacturer narrative:
For this complaint file, a device history record review (DHR) was conducted and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. A complaint history examination indicates one additional complaint was associated with the probe lots. One probe sample was returned for evaluation. The probe sample was visually examined using (B)(4) magnification and deemed conforming. Actuation testing were performed and deemed conforming. Aspiration testing was performed and deemed nonconforming. No bubbles originated out of the port, but bubbles were observed in the aspiration line. The probe was disassembled and the components inspected. There is approximately 30 minutes of wear on the inner cutter when compared to wear visual standards. The spacer, diaphragm, and o-rings are visually intact. The probe was submerged into water to the needle holder depth, the engine housing depth and to the aspiration barb depth. All three locations submerged in water produced bubbles. The complaint evaluation does confirm there is air leakage generated from the probe out the aspiration line. The root cause for the bubbles cannot be determined from this evaluation. There is a possibility particulate was present or some other means that impeded the inner cutter movement resulting in air pockets that could exit the aspiration line. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).